Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was reprogrammed due to device migration, which was confirmed on a chest x-ray. It was determined that the patient twiddled and flipped their device fifteen times. In addition, the ra lead had dislodged and exhibited intermittent undersensing, increased thresholds and loss of capture with no asystole. The rv lead exhibited increased shock impedances. Subsequently, a revision procedure was performed to explant and replace the ra and rv leads. The ICD was repositioned within the pocket and remains in service. No additional adverse patient effects were reported.